Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the device jaws locked on tissue and the device had to be cut away from the tissue. There was no patient injury reported.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap and jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Pmv investigation personnel identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws of the device during use allowing tissue and blood to build up. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.